Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was performing a pre-planned bone grafting of a distal tibia non union and removed the 2.4mm cortex screw. This report is for one (1) 2.4 cortex screw slf-tpng t8 sd rec 20. This is report 1 of 6 for complaint (B)(4).